Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a mastectomy procedure, the surgeon and scrub tech both noted that the clip applier was sticking (meaning force to fire was greater) during the firing sequence of the clip applier. The surgeon used more force than usual to close the clip applier and avulsed a vein because of the increased force to fire. He then spent an extra hour controlling the bleeding using clamp, cut and tie method. The patient did not receive any blood transfusions and was able to be discharged in the normal time frame. One device was discarded.